Event description:
The customer obtained multiple, inaccurate vitros phyt and vitros phbr quality control results (phyt k1912 result = 10.93 ug/ml vs. Expected result = 8.7 ug/ml; phyt m1914 result = 15.14 ug/ml vs. Expected result = 28.6 ug/ml; phbr k1912 result = 15.73 ug/ml vs. Expected result = 10.15 ug/ml; phbr m1914 results = 44.63 and 77.99 ug/ml vs. Expected result = 58.49 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples as patient samples were not being run while quality control results were out of range. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, inaccurate vitros phyt and vitros phbr quality control results were obtained from the vitros 5600 integrated system. Following scheduled preventive maintenance, the phyt and phbr quality control results shifted low, as could be expected following analyzer adjustments and optimization. Therefore, the root cause of the negatively biased phyt and phbr qc results is an instrument related issue. The investigation further determined that the positively biased phyt and phbr qc results were due to non-optimal calibrations performed. A definitive root cause for the non-optimal calibrations could not be determined. However, inadequate mixing of the iwf fluid and/or improper handling of the calibrator fluids, which were used for both the phbr and phyt calibrations, cannot be ruled out as possible contributing factors to the event, which would be indicative of a user error. The investigation found no evidence to suggest that the results in question were caused by a vitros phyt slide or vitros phbr slide malfunction or that an equipment malfunction had occurred at the time of the event. Recalibration with the same, in-use lots of phyt and phbr slides, with freshly prepared calibrator fluids and properly mixed iwf fluid, obtained acceptable quality control results.